Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized on the next day of peritonitis diagnosis and was discharged. The same day as event diagnosis the patient was treated with vancomycin injection (2gm, every 5th day, intraperitoneal), ceftazidime injection (1.5 gm, once daily, intraperitoneal) and tobramycin injection (40mg, once daily, intraperitoneal) for peritonitis and ongoing. The patient was recovered from the peritonitis. Pd therapy is ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.